Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was complete, it was observed that part of the medication dose remained within the device and had not been delivered to the patient. The device had been filled with piperacillin/tazobactam 18 g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from june 20-21, 2022 . Two (2) actual devices were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.